Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of error code 210.5020 could not be replicated or conclusively determined during testing; however, it was verified during log analysis. The received pump module showed multiple yellow spots or stains on the clear polyurethane seal covering the plastic membrane, presence of liquid residues inside the membrane was also observed. All inspected parts were manufactured by bd. A detailed analysis of the event and error logs was performed. In the error logs, it was identified that the first occurrence of error 210.5020 happened on october 29 at 7:08 pm. Subsequently, the same error was recorded again on november 1 at 9:33 am and twice on november 14 at 4:42 pm and 4:43 pm. There is no additional information related to the reported event. In the event logs, the last recorded infusion took place on november 10 at 1:15 pm, with the following parameters: rate=50 ml/h and vtbi = 999 ml. Preventive maintenance (pm) was performed on the suspect pump modul. This test verified that the device was functioning correctly; no failures or anomalies were observed during the testing. The keypad test was also verified, which passed without errors. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the following for the error code 210.5020, the explanation it¿s processor not reporting software version data immediately after system on. Processor missing failed or flashed with version that does not support reporting software version; the logic board should be replaced. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event, where the device displayed error code 210.5020, could not be replicated or conclusively determined during testing, the device was fully evaluated and performed as expected; however, the presence of the error code was confirmed through error log analysis. Note that this report lists imdrf annex a1801, a0721, c0601, c02, c23, d15, d02, d11, g04088, g02005, g04067, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had error code 210.5020.0. There was no patient involvement.